Event description:
An operator error in programming the pump, which resulted in the patient receiving more medication than intended. At approximately 0430, the pump was programmed to deliver 25000u/250ml of heparin and the delivery was started. The patient was to receive 9.6ml in one hour. No further programming parameters were provided. Approximately one hour later while responding to an unspecified alarm condition, the nurse noted the bag of heparin was almost empty. The patient received 225ml of heparin in one hour. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Upon review of the event history by the customer contact, an operator error was noted in programming the device. The pump was programmed to deliver at a rate of 225 ml/hr with a vtbi (volume to be infused) of 200ml. During testing at the user facility, the device passed testing.